Event description:
A report was received that the patient's ipg was sitting in an angle and was not flat which was causing discomfort. The patient underwent a pocket revision wherein the ipg was repositioned. The patient was reportedly doing well following the procedure.